Event description:
It was reported that the ilet bionic pancreas exhibited intermittent touchscreen responsiveness, preventing consistent unlocking and meal announcements, which aligns with an unresponsive input control on the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviewing the user and analyzing information provided. Investigation of this case revealed a software-related problem associated with the touchscreen input behavior consistent with an unresponsive key or button on the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.